Manufacturer narrative:
The ge service rep performed an onsite investigation. The high voltage cable assembly was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not responding and the screen went black during a procedure. No pt injury was reported.